Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the cannula was not inserted into the body. Customer was driven to the hospital and was in diabetes ketoacidosis. The blood glucose reading at the time of the event was over 1000 mg/dl. Customer treated with manual injections. The current blood glucose reading is 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.